Event description:
Pt was affected with phlebitis (swelling/redness) after the PICC was placed. Medical intervention was removal of the PICC line after insertion. Date of insertion of the PICC was (B)(6) 2014 and date of phlebitis was (B)(6) 2014.

Manufacturer narrative:
The sample was returned for eval. The device was evaluated and the components were found to be within spec. Analysis of the returned complaint sample showed no abnormalities or defects. The device history record showed that the product was mfg according to spe and documented procedures. No abnormalities were noted. Lal endotoxin test results and sterilization records for this lot were reviewed and were within specification catheters are also 100 percent inspected during various stages in the mfg process. Based on the info available, the exact root cause could not be determined. Per argon's "clinical education manual", mechanical phlebitis is most commonly seen during the first 3-7 days following catheter insertion, but may occur at any time while the catheter is indwelling. Some of the potential causes of mechanical phlebitis are a large catheter to size ratio, inexperienced catheter insertion, extensive movement of extremity, etc. Some of the prevention listed are select smallest catheter to meet needs of infant, insert using a slow, controlled process, etc. Some of the intervention techniques are treat at the first sign of phlebitis, treat until resolved (usually within 72 hours), if symptoms worsen despite appropriate treatment, consider removing catheter. The catheter was removed shortly after insertion. No other medical intervention was reported. Per the IFU, clinicians must be familiar with and trained in the placement, maintenance, and use of PICC and/or midline catheters. Argon provides clinical education to instruct clinicians hon recommended practices for PICC insertion and maintenance.